Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance on the superior vena cava (svc) coil of the right ventricular lead is greater than 200 ohms. The lead is still in use. No patient complications have been reported as a result of this event.